Event description:
The pt underwent stent placement. Following the procedure, the cardiologist attempted arteriotomy site closure with a prostar plus 8 fr pvs system. After advancing the first square knot, the cardiologist attempted to remove the device, but met with slight resistance. On removing the device, it was noted that the j-tip was missing. The pvs procedure was completed with successful hemostasis. A second arteriotomy was performed just proximal to the first. A 9 fr sheath was inserted and the separated j-tip was collected by snare through the sheath. Hemostasis was achieved at the second arteriotomy site via manual compression. There were no residual complications to the pt, who was discharged the next day. Inspection of the device indicated that the cardiologist apparently had used improper technique in collecting the sutures, rather than bowing the sheath away from himself to collect the sutures. The purpose of the bow stringing technique is to prevent the suture from closing on the sheath and potentially deforming or cutting the sheath. The instructions for use (IFU) clearly describe and illustrate the proper technique, and the IFU explains that collecting the sutures after bowing the sheath away from the user is important to ensure the sutures are not tied around the sheath. Exam of the returned device revealed evidence of constriction of the sheath by the sutures, which would be the result of improper bowstringing. Thus, there is no evidence this event was related to any defect in the device or IFU. The co will continue to monitor to detect any evidence of any trend that may occur of similar events.